Event description:
A surgeon reports a scanning error message during refractive surgery at 80% completion. System shut down, and was rebooted. Treatment was reprogrammed and completed. No pt harm or injury has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).